Event description:
This was originally assessed to be reported on the 4th quarter alternative summary report, however, due to the investigation results, this is now reportable on the 3500a medwatch form. It was reported that during a peripheral run off case, a balloon burst occurred. The lesion being treated was located in the superficial femoral artery. Details of the lesion are unknown. The 7-4/5.3/135 ultra-thin sds balloon catheter burst. How many inflations and to what atmospheres is unknown. The patient status is fine with no complications reported. Multiple attempts to get additional information have been unsuccessful.

Manufacturer narrative:
The device was returned with a guidewire and a 5 french introducer sheath. The shaft was broken at 1295mm distal to the strain relief. There were signs of stretching at the distal end of the shaft portion of the device. The tip and balloon portion were still inside the sheath. This portion was withdrawn from the sheath. The balloon was bonded in place and wrapped around the shaft. The distal tip was clamped and the balloon was partially inflated using a syringe. No leaks were visible. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is considered operational context due to anatomical/procedural factors encountered during the procedure the performance was limited.